Event description:
The customer reported that the spo2 unit did not work.

Manufacturer narrative:
The customer reported that their spo2 unit was not functioning properly. The limited available information about whether the spo2 function operated at all, about the time period of lost monitoring, and about whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure, philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).